Event description:
The pt received two occipital (off-label) scs leads with the same lot number. It was reported the pt was experiencing ineffective stimulation due to lead migration. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 to reposition the right scs lead and add scs extensions which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.